Event description:
It was reported when using the bd pyxis¿ medstation¿ es the device displaying a black screen and asking for password the customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that hard drive failure on reboot a technical support specialist, verified that customer rebooted machine and hard drive launching as expected. The system functioned as intended after the technical support specialist troubleshot the device.